Event description:
Medical affairs rep was unable to get in contact with pt. The following info is documented by ccr: pt's meter was set in mmol and pt thought meter was set to mg/dl. Pt went to ER in 2002 and 9/2002 because pt was feeling really dizzy and had low readings, such as 80mmol and 140mmol on their ss meter. Pt was treated with insulin during both visits in the ER and remained in ER for a few hours until their bg came down. In 2002 customer took their ss meter to the doctor's office and tested at 227mmol and hcp meter read 480mg/dl. Doctor advised pt to obtain a new meter. Pt has never cleaned their meter. Ccr explained proper cleaning and sent a new vial of control solution. Ccr found out meter was set to mmol and assisted pt in setting it back to mg/dl. Ccr sent pt a new vial of ctrl sol.